Event description:
It was reported that during the patient's lead revision on (B)(6) 2022 the physician attempted to remove the existing l3 lead and the lead broke in half. One part of the lead remains implanted within the patient. No further intervention is planned at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.